Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4+ on a patient with previously placed permanent pacemaker (ppm) leads (2 ppm leads present: 1 rv lead located centrally in valve impinging on anterior leaflet and a second rv lead located mid ps impinging on septal leaflet), and rotated heart. A triclip xtw was inserted, and grasping was performed. However, difficulties viewing the clip occurred and difficulties grasping the leaflets occurred. While still in the ventricle, while removing some flex, the clip was observed to be caught on the anterior leaflet chordae. Troubleshooting to free the device was performed but was not successful. Further attempts to grasp the leaflets were made again, but the clip was unable to grasp the leaflets. Troubleshooting to free the device was performed again and the device was able to become free from the chordae and retracted into the right atrium (ra). However, a small, ruptured chord was observed. The clip was removed from the patient. The procedure was discontinued with no clips implanted, and the tr remained at a grade of 4+. It was noted that the patient remained stable. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping appears to be due to patient conditions (previously placed ppm leads (2 ppm leads present: 1 rv lead located centrally in valve impinging on anterior leaflet and a second rv lead located mid ps impinging on septal leaflet), and a rotated heart) and procedural conditions associated with challenging imaging. Image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to shadowing from prior surgical mitral valve repair and rotated heart. Difficult to remove from the anatomy resulting in unspecified tissue injury (small ruptured chord) and subsequent tr appears to be due to procedural circumstances and while removing some flex. Tissue damage/injury and tr are known possible complications associated with triclip procedures. Serious injury / illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.